Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has four scs leads with the same lot number. The patient reported that her pain had become worse since receiving the scs system. The sjm representative indicated that the scs system was reprogrammed a while ago which resulted in improved coverage of the patient's pain pattern. It was reported the patient would run her system at high amplitude settings in order to get some pain relief, however, this may have contributed to the patient feeling worse pain. Additionally, the patient experienced a fall approximately two years ago, and subsequently, stimulation would fluctuate on and off. After visiting with the physician it was concluded that one of the leads had migrated. Due to an extended surgery at implant, the physician did not wish to revise the lead. Follow up identified surgical intervention will take place at a later date to address the issues.